Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and subsequently expired approximately four years and two months later. Furthermore, it was alleged to have been caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.